Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. Inflations were performed three times; however, during the third inflation at 20 atmospheres, the balloon was ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
E1 - initial reporter first name has been added.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. Inflations were performed three times; however, during the third inflation at 20 atmospheres, the balloon was ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.